Event description:
During an lar procedure, the device produced an imcomplete cut line and could not make a ring. The same defect occurred for 2 products. Another device was used to complete the case. There were no adverse consequence to the patient.